Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call pump error alarm on the insulin pump. Customer¿s blood glucose level was 149 mg/dl. Troubleshooting for the pump error alarm was performed. Customer advised they were unable to rewind the insulin pump. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No - an error in the motor was detected by reading unexpected value from hall sensor error alarm noted. Device rewinds properly during testing. (B)(4).